Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt ECG electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation, the j7 wire was not soldered to the ECG pcas in all four ECG assemblies. The root cause for the unsoldered j7 wires was an assembly error. An internal corrective action has been issued. Additionally, the electrode belt's trunk cable connector was unable to securely latch to a monitor, causing intermittent communication between the patient's electrode belt and monitor. The root cause for the defective trunk cable connector could not be positively identified. No adverse event resulted from the defective electrode belt.